Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with distal radius fracture. During the procedure on (B)(6) 2013, reportedly the drill bit broke. It was reported before the breakage, the drill bit came into contact with the temporary fixed k-wire. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.